Event description:
The catheter functioned well during the procedure. There was a slight resistance when retrieving catheter. Nothing else was abnormal during retrieval; however, a large amount of harder deposit on the tip of the catheter. Upon inspecting catheter, the last few mm were missing from the distal portion and the tip was clearly cut. The x-ray showed the 1.8 of catheter remained in pericardial area. Following x-ray and ECG, the pt was transferred to another facility for additional opinions from specialists. The pt is doing well; however, the family is very worried and have asked for additional opinions on the risk involved with leaving the part in the pt. Pt outcome is unknown at this time.

Manufacturer narrative:
Still under investigation at this time.